Manufacturer narrative:
Multiple attempts were made to follow up with the customer to obtain additional information; however, the customer did not respond. The product has not been returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer's blood glucose level remained elevated (400 mg/dl) with ketones. Customer reverted to manual insulin injections. Contact indicated that health care provider would be consulted.